Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify unexpected restart alarm or button error alarm due to blank display. However, unit received with corroded keypad traces. Unit received with corroded motor home switch. Unit received with broken battery tube threads. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm, an unexpected restart alarm, and an intermittent blank display. The customer reported that the device had been submerged in water. Customer also reported that a piece of the battery compartment was missing and there was a crack near the escape button. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.